Event description:
Primary IV tubing (pump infusion set): tubing broke on 3 different tubing sets. First incident occurred on (B)(6)2024: unsure of circumstances. Tubing was not saved. Second incident on (B)(6): rn was priming tubing when tubing snapped and broke. Third incident on (B)(6): rn put tubing into the channel, closed the channel, saw IV tubing was leaking, opened channel, and tubing broke once it was taken out of the channel. Both instances on (B)(6), tubing broke right under the back check valve. Ref reports: mw5163100, mw5163101.